Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and pelvic mass ("pelvic mass"). The patient was treated with surgery (underwent a total abdominal hysterectomy and salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and pelvic mass outcome was unknown. The reporter considered menstrual disorder, pelvic mass and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's past medical history included small bowel obstruction in 2012 and cholecystectomy. Concurrent conditions included ovarian cyst and obesity. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as ibuprofen since 2014, oxycocet (percocet) from 2014 to 2017, paracetamol (tylenol 8 hour) since 2014 and vicodin (lortab) from 2014 to 2017. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), pelvic mass ("pelvic mass"), weight increased ("weight gain"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy and salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract infection, abdominal pain and abdominal pain lower had resolved, the genital haemorrhage, vaginal haemorrhage and menorrhagia was resolving and the menstrual disorder, pelvic mass, tooth disorder, weight increased, allergy to metals, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic mass, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure devices placed with 5 trailing coils on right and 3 trailing coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: confirming pelvic pain." Most recent follow-up information incorporated above includes: on 5-oct-2018: pfs received: events: dysmenorrhea, dyspareunia, depression, mental anguish, lower abdominal pain. Events onset date and outcome updated. Severity of event updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's past medical history included small bowel obstruction in (B)(6) and cholecystectomy. Concurrent conditions included ovarian cyst and obesity. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as ibuprofen since (B)(6) , oxycocet (percocet) from (B)(6) to (B)(6) , paracetamol (tylenol 8 hour) since (B)(6) and vicodin (lortab) from (B)(6) to (B)(6) . On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), pelvic mass ("pelvic mass"), genital haemorrhage ("abnormal bleeding (general)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent a total abdominal hysterectomy and salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and urinary tract infection had resolved and the menstrual disorder, pelvic mass, genital haemorrhage, tooth disorder, weight increased, abdominal pain, vaginal haemorrhage, menorrhagia and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, genital haemorrhage, menorrhagia, menstrual disorder, pelvic mass, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure devices placed with 5 trailing coils on right and 3 trailing coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming pelvic pain." Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs received . Events nickel allergy, plaintiff didn¿t undergo an essure confirmation test added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's medical history included small bowel obstruction in 2012 and cholecystectomy. Concurrent conditions included ovarian cyst and obesity. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as hydrocodone bitartrate;paracetamol (lortab) from 2014 to 2017, ibuprofen since 2014, oxycodone hydrochloride;paracetamol (percocet) from 2014 to 2017 and paracetamol (tylenol 8 hour) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal hemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and tooth disorder ("dental problems"). On an unknown date, the patient experienced genital hemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation issues"), pelvic mass ("pelvic mass"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy and salpingo-oophorectomy/salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital hemorrhage, urinary tract infection, abdominal pain, vaginal hemorrhage, menorrhagia and abdominal pain lower had resolved and the menstrual disorder, pelvic mass, tooth disorder, weight increased, allergy to metals, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, genital hemorrhage, menorrhagia, menstrual disorder, pelvic mass, pelvic pain, tooth disorder, urinary tract infection, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: essure devices placed with 5 trailing coils on right and 3 trailing coils on left. Patient received treatment for pain, bleeding, urinary/bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included small bowel obstruction in 2012 and cholecystectomy. Concurrent conditions included ovarian cyst and obesity. Concomitant products included medroxyprogesterone (depo provera) for birth control. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), pelvic mass ("pelvic mass"), genital haemorrhage ("abnormal bleeding (general)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), tooth disorder ("dental problems"), weight increased ("weight gain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (underwent a total abdominal hysterectomy and salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menstrual disorder, pelvic mass, genital haemorrhage, urinary tract infection, tooth disorder, weight increased, abdominal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, menstrual disorder, pelvic mass, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure devices placed with 5 trailing coils on right and 3 trailing coils on left. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (general), infection (bladder/ urinary tract/vaginal) type: urinary tract, dental problems, weight gain ,abdominal pain",reporter, historical condition added from pfs. Historical and concomittant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test". The patient's medical history included small bowel obstruction in 2012 and cholecystectomy. Concurrent conditions included ovarian cyst and obesity. Concomitant products included medroxyprogesterone acetate (depo provera) for birth control as well as hydrocodone bitartrate;paracetamol (lortab) from 2014 to 2017, ibuprofen since 2014, oxycodone hydrochloride;paracetamol (percocet) from 2014 to 2017 and paracetamol (tylenol 8 hour) since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), menstrual disorder ("menstruation issues"), pelvic mass ("pelvic mass"), allergy to metals ("nickel allergy") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total abdominal hysterectomy and salpingo-oophorectomy/salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, urinary tract infection, abdominal pain, vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved and the menstrual disorder, pelvic mass, tooth disorder, weight increased, allergy to metals, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, menstrual disorder, pelvic mass, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: essure devices placed with 5 trailing coils on right and 3 trailing coils on left. Patient received treatment for pain, bleeding, urinary/bladder problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: confirming pelvic pain." Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event outcome of vaginal hemorrhage, pelvic pain, menorrhagia, uti were updated as recovered/resolved. Rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.